Event description:
Boston scientific received information that at the beginning of a pacemaker system implant, the patient required intubation. The reason for intubation was noted to be unrelated to the system implant. Additionally, during the attempted implant of this right atrial (ra) lead, sensing measurements were unable to be obtained despite multiple repositioning attempts. The lead was removed and another ra lead was attempted without success. The device was programmed to ventricular only therapy. Subsequently, review of the surface electrogram showed a probable junctional rhythm. The patient was admitted to the intensive care unit (ICU). Upon arrival in ICU, an echocardiogram was performed and revealed no anomalies, however, the patient's blood gasses revealed that the patient was acidotic and blood pressure was unstable. The patient was seen the following day. The patient had a normal sinus rhythm of 95 beats per minute (bpm) and the device checked out normal. The physician elected to reprogram the lower rate limit to 60 bpm. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.